Event description:
In 2009, ormco corporation received a complaint from a doctor stating that after debonding damon 3mx brackets, a couple of patients experienced small enamel fractures.

Manufacturer narrative:
Spoke with dr who confirmed two cases in which patients experienced hypersensitivity as a result of very small enamel fractures (approximately 1mm x 2mm in area) after debonding damon 3mx brackets. Doctor filled in fractures with bonded resin and said that the patients immediately felt relief from the hypersensitivity. Doctor confirmed that patients are doing fine. The doctor did not provide any information regarding lot number nor was any product returned. Evaluation could not be conducted.